Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Associated malfunctions for this device; poppet valve not shifting, heat exchanger leaking, sieve bed saturated, sieve bed tube, heat exchanger elbow and tie wraps leak.